Manufacturer narrative:
Product analysis summary: the silverhawk device was returned for analysis. The silverhawk was inspected and observed approximately 5mm distal to the cutter window, the distal assembly was fractured and separated. The fracture showed a straight fracture face. The distal potion which fractured away from the unit was not included among the returned contents. The guidewire tubing was inspected and was torn at the distal assembly beneath the cutter window. The guidewire tubing of the torque shaft showed a zipper tear throughout the segment. The cutter was retracted within the cutter window ensuring the torque shaft and cutter assembly remained intact. Analysis summary/results: the returned silverhawk showed damages consistent with what may result when a user experiences a prolapse event while withdrawing the silverhawk.

Event description:
An atherectomy procedure of the peroneal artery was performed using a silverhawk device, followed by balloon angioplasty of the superficial femoral artery (sfa)/ politeal artery area using a nanocross elite balloon. The lesion in the peroneal artery was reported to have chronic total occlusion. It was reported that the tip of the silverhawk device detached while it was being withdrawn into the sheath due to wire prolapse around the nosecone. The separated tip remained in the sheath, and was removed from the patient¿s body. During the same procedure, a nanocross elite balloon was used to treat a lesion in the superficial femoral artery/popliteal artery area. The balloon was inflated to 8 atm pressure. It was reported that difficulty was experienced while deflating the balloon. Upon several attempts to deflate, the balloon was about 60% deflated and was pulled back into the sheath. While withdrawing into the sheath, some fluid came out. The balloon was successfully removed from the patient¿s body. The puncture site was closed using a non-medtronic vascular closure device. No injury to the patient was reported. The patient was doing well on follow-up visit.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.